Manufacturer narrative:
The customer's address is unknown. Unknown, new jersey, 00000 USA has been used as a default. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: customer returned a syringe that is not a bd product. No samples (including photos) of bd product were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for leakage due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle leaked from around the hub. The following information was provided by the initial reporter: "rep stated that when the customer went to do an injection, the "product oozed around the hub". No serious injury, and no change in course of treatment. Injection was redone."